Manufacturer narrative:
As reported in a research article, a patient had a residual shunt and a stroke 5 months after implantation with an amplatzer pfo occluder. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. An initial review of complaints data was reviewed as a component of the complaint handling risk review per (B)(4). The medical device problem and aho codes are consistent with the hazards/harms identified for this product family, and no new hazards or harms were identified.

Event description:
It was reported in an article titled, "complications and mid-term outcome after percutaneous patent foramen ovale closure in patients with cryptogenic stroke" that on an unknown date, a patient was implanted with an amplatzer pfo device. Five months post procedure, the patient developed stroke due to residual shunting. No additional information was provided.